Manufacturer narrative:
The insulin pump was monitored for 24 hours and no low battery alert was noted. All operating currents are within specifications. The insulin pump passed the self-test and displacement test. The insulin pump had cracked reservoir tube lip and cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a low battery life. The insulin pump also had many scratches and the display was worn out. His/her blood glucose level was not reported. The product will return. Nothing further to report.